Manufacturer narrative:
The elevation of the complaint identifies that the pt most likely experienced an allergic reaction to the product or the aerosol delivery system of the product triggered an asthmatic reaction. These would not typically be considered serious illnesses but since medical intervention, benadryl, was provided to the pt, gebauer treats the adverse event as a serious injury.

Event description:
Pt had medical device (topical anesthetic skin refrigerant) applied to her arm prior to an IV start in preparation for a surgical procedure. After application of the device she experienced nasal tingling, coughing and chest heaviness. The hospital administered benadryl which alleviated her symptoms and after approximately 30 minutes the hospital performed surgical procedure as planned. Pt identified at the time of report she had no further symptoms. Pt had never been exposed to product previously.